Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the reported complaint. The harmonic ace was found to have a blade broken. The blade broke at roughly 0.21¿ from the base and the broken piece was returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace (ha) instrument was damaged. Another instrument was used to resolve the issue. The procedure was completed with no further issue reported. Intuitive surgical, inc (isi) followed up with the initial reporter and obtained the following additional information: a fragment fell inside of the patient¿s anatomy. The specific area of the instrument damage was not specified. The fallen fragment was retrieved during the same procedure. No other information was provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the harmonic ace (ha) instrument involved with this complaint. Therefore, the root cause of the alleged customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. This complaint is considered a reportable event due to the following conclusion: it was alleged that the ha instrument was damaged during a da vinci assisted procedure and a fragment fell into the patient, which was retrieved.